Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and remained within the body at the insertion site. The report stated that the patient performed a site change. When the site was removed it was noted that the cannula was missing, it could not be seen coming out of the skin nor was it in any way attached to the plastic base. She went to a hospital, but the clinician there was unable to remove the cannula. It is presumed that the cannula is still in the patient's body.

Manufacturer narrative:
Evaluation summary: one unused set with site was returned for evaluation. Upon microscopic examination, no visual anomalies were found. Next the cannula was removed and measured. All critical components were found to conform to smiths specifications. The actual product involved in the complaint issue was not returned. The reported complaint could not be verified.